Manufacturer narrative:
(B)(4). The incident was returned, evaluated and found to function within specification. Additional testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily.

Event description:
The customer reported that when the surgeon used the device to seal the mesentery tissue, bleeding occurred although the generator provided an end tone indicating a completed seal cycle. A new device was used to complete the procedure without incident. There was no patient injury.